Manufacturer narrative:
There was no patient involvement, thus no patient data exists. There is no expiration date for this product. Evaluation summary - the actual device was evaluated in the field by ibm. The technician cleared the cache on the drive and on the raid controller. Upon doing so, the server booted without any errors. There is a potential for patient data loss when the server/raid controller crashes. However, there is no evidence of any patient data lost for this malfunction. (B)(4).

Event description:
The account is unable to boot and is stuck on the window splash screen. The technician cleared the cache on the drive and on the raid controller. Upon doing so, the server booted without any errors.